Event description:
It was reported that during an unknown procedure, the device became stuck on the pulmonary artery (on seventh reload) and would not open. It is unknown how the case was completed. There were no patient consequences reported. No additional information was available per customer.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What color cartridge was being used? Did the jaws eventually open, were they forced open or was the device cut off the pulmonary artery? Was there bleeding? If there was bleeding, how much blood was loss? Did the patient require a blood transfusion? If yes, how many units were administered? Based on the event did the surgical plan change? How was the case completed? Was the post-operative care of the patient changed? The analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. No incident related to the reported event was observed during the batch record review.